Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, patient was admitted to hospital for abdominal pain and dyspnea. Though requested, additional information was not provided.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. On 17 sep 2018, patient went to the emergency room with shortness of breath, fever, distended, taut and painful abdomen. Patient was diagnosed with peritonitis. A CT scan of the abdomen showed free air in the abdomen. Patient was diagnosed with pseudo bowel obstruction. The chest x-ray was negative and the physician felt the shortness of breath was due to distended abdomen. The patient was treated with unknown intravenous antibiotics. Patient was admitted to ccu because they wanted to give him an unknown medication intravenously to increase peristalsis but could have cardiac side effects. This did not work and after 5-6 days, a colonoscopy was performed to relieve the air. That did not relieve the air and a rectal tube was placed. The patient began to pass gas. Patient was admitted for 12 days and was discharged. The tubing remained in place.